Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer regarding a patient receiving fentanyl (reporter did not know the concentration, dose and lot number) via an implanted infusion pump. It was reported that the patient was in a bad car accident on (B)(6) at 0330, where he went "head on into a tree". The patient had injury to his head and chest and his belly was very swollen after. The patient's wife reported that the patient was found deceased at home in the morning of (B)(6) 2015. An autopsy was performed and the cause of death was reported as oxycodone intoxication and the manner of death was accidental. The death was reported as not related to the device. Testing was done on the patient's blood, urine, stomach contents and eyes. The toxicology results did not detect the fentanyl and only the oral medicines were detected. The patient had continued to take xanax and oxycodone in addition to receiving fentanyl from his pump. The patient was taking neurontin on (B)(6) and he was not himself as he became belligerent, hostile and aggressive, all of which were atypical behaviors for him. The autopsy reported the patient had kidney disease, chronic lung disease (chronic obstructive pulmonary disease (copd), pneumonia, asthma) and heart issues including an enlarged heart. The autopsy results also revealed the liver and spleen were congested and enlarged.

Event description:
The health care provider reported that it will now be 6-9 months before the toxicology results were completed. It was noted that it was not a priority for the coroner. No further information was provided.

Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Manufacturer narrative:
Multiple dates of death were provided in source documents. 2 reports of the patient death occurring on (B)(6) 2015 and 1 report of the patient death occurring on (B)(6) 2015.

Event description:
Additional information was reported by the healthcare provider (hcp) that the patient passed away on (B)(6) 2015. It was previously reported by the consumer that the patient was found deceased at home in the morning of (B)(6) 2015 and it was previously reported by the hcp that the patient died on (B)(6) 2015.

Event description:
It was reported the patient died of a suspected suicide (systemic drug overdose) on (B)(6) 2015. It was stated that the medical examiner did not notify the manufacturer representative to request interrogation and the pump was not explanted to return for analysis. The patient had already been interred. The healthcare provider (hcp) had reviewed recent refill records and no volume discrepancies were noted. The hcp was waiting for toxicology results (would take a few weeks) to determine if the death was an accidental overdose or suicide. The pump was used to deliver fentanyl and clonidine. No further information was provided. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.